Event description:
It was reported that the insulin pump alarmed an error. The customer stated that the device was stuck in the fill/prime process loop. The customer's blood glucose was 200 mg/dl. The customer stated that insulin pump had fallen recently. The customer stated that the drive support cap was sticking out. The discontinuation of the insulin pump was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked display window and cracked case near the display window corners. The device alarmed during the basic occlusion test due to loose/protruded drive support disk.